Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while at home on (B)(6) 2018, patient went to the bathroom early in the morning and after a few minutes was found down and aphasic, unable to move right side. Presented to the emergency department (ed) and head computed tomography (CT) confirmed a clot, showing right middle cerebral artery (mca) sign seen in the left indicating left middle cerebral artery embolus. Patient was taken for emergent thrombectomy which was unsuccessful. International normalized ratio (inr) was therapeutic at the time of admission, but was subtherapeutic the previous week and had been on anticoagulant injections until (B)(6) 2018. Head CT last evening showed hemorrhagic products at the left subicular region and basal ganglia measuring up to 2 cm, increased since the study six hours prior, mild local mass. Re-demonstrated subarachnoid blood products. Patient is currently intubated and sedated so unclear as to residual neurological effect. Patient is being monitored with serial head cts. Device remains implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of the log files revealed power consumption was within normal operating ranges with intermittent suction and no alarms have been logged in the last 14 days of available data up to (B)(6) 2018. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on risk documentation, suction events may be attributed to multiple factors including but not limited to thrombus or other materials in the device, poor vad filling. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patients pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.